Event description:
The customer stated that she was hospitalized for high blood glucose levels between 500 and 600 mg/dl. The customer didn't know why her blood glucose levels went so high, but she felt that the bolus wizard setting may not have been programmed correctly. Troubleshooting was performed. The insulin pump passed the prime and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.